Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The field engineer worked with support on getting csl file. Uploaded file and verified test worked properly. Created test patient and worked with tech. Made sure the needle was working properly. All test pass. The system is functioning per manufacturer specifications. If additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on february 2nd, a brevera procedure was performed and the needle was ejected during the procedure it made a noise and was not taking samples. They put a new needle in the machine and it tested ok but did not attempt it as the doctor would like the unit checked. The patient will be rescheduled for a later date as the procedure was not successful.